Event description:
The physician was using an admiral xtreme balloon to treat a lesion in the mid sfa of a patient. The lesion was a focal lesion that exhibited 70% stenosis, moderate tortuosity and moderate calcification. No abnormalities noted during preparation and inspection of the device prior to use. The device was flushed prior to use and then introduced to the lesion site without resistance. As an attempt was made to inflate the balloon it was noted that the balloon did not inflate. It was reported that the balloon failed to inflate. The balloon was then flushed in vitro and contrast was seen leaking from the balloon and distal tip. No patient complications reported. Another admiral was used to complete the procedure.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device- 70% stenosis 3211 deformation problem 326 related to operational context-no abnormalities during preparation and inspection of the device prior to use, event most likely procedural related. (B)(4).

Event description:
Evaluation summary: during the technical investigation the returned sample was visually inspected. Catheter hub, shaft tube and balloon portion (including also the device tip) did not show any damage or rupture. Balloon appears folded and a small rupture in the balloon was detected above the distal marker band. The distal marker band did not show any defect or damage. A 0.035'' guide wire was inserted in the guide wire lumen and negative pressure was applied to the catheter, showing bubbles coming into the manometric syringe.

Manufacturer narrative:
Results and conclusion: device or procedural images not provided for review. No device returned. Limited information, root cause unknown. (B)(4).